Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the hook broke off the navlock universal tracker adapter. The procedure was completed successfully without a delay; no adverse consequence or medical intervention were reported.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the hook broke off the navlock universal tracker adapter. The procedure was completed successfully without a delay; no adverse consequence or medical intervention were reported.